Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with fasting tests results of 160 mg/dl from (B)(6) 2016 at 11:00am. The customer's expected fasting blood glucose test result range is 90 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 149 mg/dl and 135 mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 06/18/2018 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: (B)(6). The customer stated that she has recently made changes in her diet, exercise regimen and medication. The customer stated that the doctor has taken her off insulin and she has been walking three miles every night. The customer is testing three to four times a day (fasting) and is taking medication for her diabetes (pill form).